Event description:
The customer reported that the procedure was completed on the same day and no further information is available. Data from (B)(6) 2018 thru (B)(6) 2019. Sales data: australia. Sales: (B)(4). Worldwide (excluding australia). Sales: (B)(4). Sales search criteria: constellation surgical procedure pak product family from 01-feb-2018 thru 31-jan-2019. Similar events data (similar events are presented irrespective of root cause) australia similar events: (B)(4). Worldwide (excluding australia similar events): (B)(4). *does not include suspect case: (B)(4). Similar events search criteria: constellation surgical procedure pak product family with event codes for fluid/air exchange issue - reportable malfunction. Rate (per (B)(4)). Australia rate: (B)(4). Worldwide excluding australia rate: (B)(4). Note: on 01-apr-2019 alcon implemented a new method for generating similar event/similar incident data. This new method may result in higher numbers of similar events/similar incidents. The change in this methodology does not affect alcon¿s methodology to perform internal trending of adverse events and product problems.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The used posterior constellation pack was visually inspected. The probe, drip chamber, and the infusion cannula tip were cut-off and were not returned with the sample. The yellow stopcock was connected to the green fitting on the infusion cannula line and the auto stopcock on the infusion manifold. The ports on the yellow stopcock were intact. The returned sample was tested on a calibrated system to evaluate fluid/air exchange (f/ax) functionality. The sample could prime and pass iop calibration successfully. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the f/ax modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. The auto infusion valve (aiv) manifold was tested using an external pressure source to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The aiv valve functioned as it should during laboratory testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the procedure was completed on the same day and no further information is available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the fluid air exchanged failed during a procedure. The doctor was unable to get the system to deliver air into the patients eye. No patient harm reported. Additional information was requested; however, none has been received to date.